Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024 . The insertion of site was the abdomen. Infusion set was used for 2 days. Patient also experienced high blood glucose level. Patient was treated with pump bolus. No further information was available.